Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to making treatment decisions based on the inaccurate continuous glucose monitor (cgm) reading of 50-53 mg/dl, the customer did not treat low bg and bg reading was displayed as "low" (value not provided). Customer consumed carbohydrates to address low bg. Customer recalibrated and continued using the sensor. Customer resumed pump therapy. This level of inaccuracy does not present significant clinical risk according to the parkes error grid.